Event description:
It was reported that during an implant procedure, the right atrial lead was positioned, but the impedance was high. The physician attempted to advance a stylet into the lead for repositioning, but the stylet could not be advanced more than 1-2 centimeters. The lead was removed from the patient and the stylet was attempted to be advanced into the lead again, but still could not be inserted. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed; analysis revealed the distal conductor was obstructed with blood. Blood was also covering the distal low voltage (lv) electrode. (B)(4).